Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # y7026k . Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed fifteen(15) scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoid resection, during closure of blood vessels - a.rectalis superior and aa.sigmoideae, the clips closed crookedly, so that the "legs" were superimposed on each other and were loose on the vessels. Chose to remove them and test the clipapplier outside of pt. Here, too, they closed crookedly. Got a new clip applier and applied clips using the same method as usual, and the clips closed without problems, so the vessels could be divided without bleeding. No harm to the patient, who had a completely uncomplicated course of anastomosis, and was discharged the next day.